Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade 3-4 and an enlarged atrium. The first triclip xtw was inserted and deployed on the anterior and septal leaflets. After deployment, the clip delivery system (cds) was retracted into the guide. The tip of the guide was in front of the septum and could not be seen on echocardiography. It was noted that the tip of the guide likely touched the septum during aspiration, which caused a vacuum, causing air to enter into the hemostasis valve of the tsgc. The tsgc was manipulated and aspiration with the syringe was performed. However, during manipulation of the tsgc, the guide was accidentally pulled into the vena cava inferior. A second triclip xtw was inserted into the tsgc. However, the guide could not be advanced into the right atrium, as it was stuck in a tissue pocket. The tsgc was able to be removed from the tissue pocket. The cds was retracted, and a decision was made to insert a 6f sheath in the hemostasis valve to advance a wire through the sheath and the tsgc into the vena cava superior (vcs). During the attempt to advance the wire into the vcs, difficulties with imaging occurred, and the wire was accidentally advanced into the right ventricle and touched the first implanted mitraclip xtw. This caused the first implanted mitraclip xtw to detach from the septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The wire was then retracted and the guide was advanced into the right atrium. To stabilize the slda clip, the second clip was inserted into the tsgc and placed in the mid anterior aterio-septal position. A third clip was then placed in a posterior-septal central position, reducing the tr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported device damaged by another device (dislodged) and slda appear to be related to procedural conditions/user technique, and due to the wire getting accidentally advanced into the right ventricle and touching the first implanted triclip, causing slda of this first implanted triclip. Image resolution poor is related to procedural conditions as difficulties with imaging was reported due to imaging quality. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.